Manufacturer narrative:
Device received no button response due to corroded keypad traces. Device received with minor scratched display window. Device received cracked case at display window corner. Device received with cracked battery tube threads. Device received with cracked reservoir tube lip. Device received missing endcap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The insulin pump was returned for analysis. The reason for the return was unknown. The customer's blood glucose was unknown.